Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and abdominal pain lower ("cramps") in a (B)(6) female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed in 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalization, medically important and intervention required) and abdominal pain lower (seriousness criteria hospitalization and medically important). The patient was treated with surgery (essure removal). In 2021, all of the events had resolved. The reporter considered abdominal pain lower and pelvic pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5109262) on 19-apr-2022. The most recent information was received on 16-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramps") and embedded device ("devices was lodged in my uterus wall/device had migrated and was lodged in my uterus wall") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. In 2021 she experienced uterine inflammation ("uterine inflammation"), genital haemorrhage ("genital bleeding") and device expulsion ("device expulsion"). An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain lower (seriousness criteria hospitalisation and medically important) and embedded device (seriousness criteria hospitalisation, medically important and intervention required). The patient was treated with surgery (hysterectomy). In 2021, pelvic pain and abdominal pain lower had resolved. At the time of the report, the device expulsion had resolved. The outcomes for embedded device, uterine inflammation and genital haemorrhage were unknown. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage, pelvic pain and uterine inflammation to be related to essure administration. The reporter commented: has to have hysterectomy due to this product. Discrepancy noted in essure removal date: (B)(6) 2021. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: upon internal review it was noted that this case is duplicate of (B)(4). All information source documents & information has been transferred to this case. Events device embedded, device expulsion , genital bleeding & uterine inflammation transferred to this case. Reporter are transferred to this case. (Legacy device number) 2951250-2022-00609. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') and abdominal pain lower ('cramps') in a 39-year-old female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and abdominal pain lower (seriousness criteria hospitalization and medically significant). The patient was treated with surgery (essure removal). Essure was removed in 2021. In 2021, the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: has to have hysterectomy due to this product. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA on (B)(6) 2022. The most recent information was received on (B)(4) 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramps") and embedded device ("devices was lodged in my uterus wall/device had migrated and was lodged in my uterus wall") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. In 2021 she experienced uterine inflammation ("uterine inflammation"), genital haemorrhage ("genital bleeding") and device expulsion ("device expulsion"). An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain lower (seriousness criteria hospitalisation, medically important and intervention required), embedded device (seriousness criteria hospitalisation, medically important and intervention required) and heavy menstrual bleeding ("menorrhagia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (transvaginal hysterectomy and hysterectomy). In 2021, pelvic pain and abdominal pain lower had resolved. At the time of the report, the device expulsion had resolved. The outcomes for embedded device, uterine inflammation, genital haemorrhage, heavy menstrual bleeding and uterine leiomyoma were unknown. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain, uterine inflammation and uterine leiomyoma to be related to essure administration. The reporter commented: has to have hysterectomy due to this product. Discrepancy noted in essure removal date (B)(6) 2021 follow-up ((B)(6) 2023): procedure: transvaginal hysterectomy specimens: uterus and cervix, and in the same container a left tubal nubbin with an unwound essure protruding. Complications: none findings: 1. A 12-14 week size uterus high within the pelvis. 2. Ovaries and tubes normal appearing. 3. The right essure was noted to be in the cornu appropriately placed. However, the left essure was found unwound and mostly outside of the uterus, but extending into the right cornu though was perhaps previously perforated 4. Smooth pelvic perineum. 5. Normal bowel and omentum noted. 6. Hemostasis 7. Counts correct x 2. Disposition: to recovery room in good condition statement of medical necessity: this is a 38-year old patient who has presented to my office with increasingly heavy periods, particularly over the last five to six months. She had an ultrasound done with her p1imaiy care doctor, which showed fibroids, as well as misplaced essure. It appeared as though one essure might be within the cavity of the uterus, but certainly was not coiled and within the cornu as the other uterus. The patient has had increasing amounts of pelvic pain as well. Thus, she strongly desired definitive surgical management. Technique: the fundus was pulled down toward the introitus in order to isolate the uteroovarian. When the fundus was moved down, the left es sure came into view, poking out of the tube and certainly unwound, but with its distal end within the tube. Both uteroovarian were then clamped with this extruded essure not included in the clamp. Next, both pedicles were transected, and the uterus was handed off to the back table. This left essure was noted to be uncontrolled with the proximal end in the tube. Thus, this portion of the tube was grasped with a babcock, and a right-angle clamp was placed behind it, and this portion of the tube was excised and also handed off to the back table. The uteroovarian on either side of the tube were then ligated with a fore-and-aft stitch of 0-vicryl. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(4) 2023: adverse events "menorrhagia" and "fibroid uterus" added to the case; reporter information updated; removal information added to the case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA on 19-apr-2022. The most recent information was received on 07-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramps") and embedded device ("devices was lodged in my uterus wall/device had migrated and was lodged in my uterus wall") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. In 2021 she experienced uterine inflammation ("uterine inflammation"), genital haemorrhage ("genital bleeding") and device expulsion ("device expulsion"). An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain lower (seriousness criteria hospitalisation, medically important and intervention required) and embedded device (seriousness criteria hospitalisation, medically important and intervention required). The patient was treated with surgery (hysterectomy). In 2021, pelvic pain and abdominal pain lower had resolved. At the time of the report, the device expulsion had resolved. The outcomes for embedded device, uterine inflammation and genital haemorrhage were unknown. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage, pelvic pain and uterine inflammation to be related to essure administration. The reporter commented: has to have hysterectomy due to this product. Discrepancy noted in essure removal date -(B)(6) 2021. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.